Event description:
Pt revised to address pain caused by the lag screw backing out.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the exact root cause could not be determined, initial implant placement and bone quality are contributing factors. Also, the surgical technique for the atn system recommends tapping of the femoral head before insertion of the lag screw. The atn lag screw is not self-tapping. If the femoral head is not tapped before lag screw insertion, the lag screw forces the bone in the femoral head to be pushed away from the lag screw thread. The threads will not purchase into the bone, and there is not adequate support to hold the lag screw in the femoral head. If the lag screw is inadequately fixed into the femoral head, lag screw backout can occur. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.